Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported having multiple issues with the sensors and transmitter of the insulin pump. The customer reported that the sensor was not adhering to the skin. The customer also reported that the sensor would only last a few days before an alert to change it is received by the customer. The customer also reported that the transmitter of the insulin pump would not hold a charge for long. The customer further reported experiencing skin irritation at the infusion and sensor sites for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).